Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the charge-coupled device (ccd) unit was damaged while the user was handling the device, and resulted in the loss of image. The event can be detected by following the instructions for use (IFU) which state: "-inspection of the endoscopic system" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a damaged close control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for a diagnostic tracheoscopy procedure, the evis lucera elite bronchovideoscope while being used with the evis lucera elite video system center, did not display an image. The intended procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event.